Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted the complete lead was returned. Visual inspection noted dried blood in the lumen which was determined to have likely entered through the cut in the insulation at 22.5 cm from terminal pin due to removal of suture and by way of stylet insertion during repositioning. Analysis was unable to confirm the field allegation of oversensing as testing to assess lead electrical performance showed measurements within normal limits. Analysis confirmed the helix issue noted in the field based on observation of dried blood in lumen, in neck region (tip) and in the helix housing; and tissue entwined in the helix.

Event description:
This report is being file to submit the analysis results.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that there was oversensing occurring as the right atrial (ra) signal was being sensing on the right ventricular (rv) channel. This caused pacing inhibition on the rv, but the patient is not dependent. An x-ray was performed which showed the rv lead had dislodged. A revision procedure was performed, but during the procedure, the helix would not retract. The rv lead was then explanted and replaced. No additional adverse patient effects were reported.